Manufacturer narrative:
Device was discarded. Will not be returned for evaluation.

Event description:
It was reported that, the surgeon was drilling into an intermedullary rod for putting in a pa screw. While drilling, the drill bit was hitting the rod, so he pulled the cannula and repositioned it. He also abducted the leg more, which took pressure off the jig, and then attempted to re-drill. Then the drill made it through the rod. He measured and then went to put in the screw. He took an x-ray while the screw was going in. At that time, he noticed that the drill bit was broken. The broken drill bit was on the other side of the rod, so the surgeon decided to push the broken bit through the other side out of the joint area. He attempted to push the broken drill bit through with another drill bit. After multiple attempts of hitting the drill bit, with a mallet, the broken drill bit finally moved. The surgeon pulled the second drill bit out with power. He then took an x-ray and noticed that the second drill bit was broken off also. The surgeon decided to leave it because it was too deep to get to without causing more damage. The surgeon then closed the pt.